Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the position of the ins was uncomfortable. The clinician examined the patient and noted the device was malpositioned in the pocket. No action was taken. Etiology indicated the relationship of the event to the device or therapy as unlikely related, but possibly related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated. Additional information received from the healthcare provider (hcp) of a clinical study indicated that the cause of the ins malposition was not determined. They also provided that no actions were taken, and the patient's outcome was ongoing as of (B)(6) 2018. It was noted that device malposition was removed and there was no device diagnosis. There was only a clinical diagnosis of uncomfortable generation position. There were no further complications reported as a result of this event. Additional information was received from a hcp in a clinical study. It was reported that the position of the generator was uncomfortable and the patient was waiting for a pocket revision. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no revision had been done to date. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved. Additional information was received from a healthcare professional (hcp) in a clinical study (sdy).the position of the generator is uncomfortable patient is waiting pump pocket revision. On (B)(6) 2020 uses stimulator 24/7, desires pump pocket revision secondary to painful generator position. Pocket revision surgery cancelled. Awaiting cardiologist to perform stress test to be cleared for pocket revision. Surg was sch for (B)(6) 2021 and cancelled by (B)(6) 2021 it was reported that on (B)(6) 2021, patient underwent surgery. The pulse generator was repositioned. The surgeon noted that the superior aspect of the pulse generator was very superficial and put pressure on the skin subcutaneously. This was apparently causing some significant discomfort to the patient. Resolved without sequelae (B)(6) 2021.